Event description:
It was reported to philips that the device cannot output ECG. This was further clarified by a philips fse as the user believed the device failed to shock in sync mode as there was little muscular response from the patient. There was no negative patient impact.

Manufacturer narrative:
.